Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. The manufacturer is following up with the site to retrieve additional information on the device disposition, details on the event and patient impact. No further information has been received to date. Based on the limited information available, it is not possible to draw a definitive conclusion on the reported event and cause of explant. However, per the document review performed, no manufacturing deficiencies were identified. Should further information be received, the manufacturer will provide an update to this reporting activity. Presently, the root cause of the reported event cannot be established. Unknown disposition, not returned.

Event description:
The manufacturer was informed of this event through the device tracking department. Based on the information reported in the patient implant form, a perceval pvs23 was explanted. No further information on the implant time, reason for the explant and patient impact is presently available. No indication of a device malfunction nor serious injury was received from the site regarding this event.